Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. The journal article did not include any analysis of how or if the 3dmax light mesh potentially caused or contributed to any patient outcome or complications. Seroma, hematoma and hernia recurrence are known inherent risks of surgery and are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. In regards to infection, the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2016 based on the information available. This MDR represents the 3dmax light mesh. An additional MDR was submitted to represent the 3dmax mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article ¿does the weight matter? Short-term outcomes of lightweight versus heavyweight three-dimensional anatomical mesh in minimally invasive inguinal hernia repair¿. The article describes a retrospective study of adults resulting from a single center who underwent minimally invasive inguinal hernia repairs with anatomical mesh from july 2016 to march 2021. Of the 647 hernia repairs included in the study 423 used a bard/bd 3dmax (heavy weight, hw) mesh and 224 unitized a bard/bd 3dmax light (light weight, lw) mesh. The article does not report any device specific issue related to either the 3dmax or the 3dmax light mesh. Post operative complications within 90 days for the 423 hernia repairs that used the 3dmax (heavy weight) mesh were reported as seroma (33), hematoma (7), hernia recurrence (5), ¿new groin mass¿ (1), urinary retention (8), hydrocele/hematocele (1). Two readmissions were noted in this group due to large hematoma, with all patients being managed conservatively. Post operative complications within 90 days for the 224 hernia repairs that used the 3dmax light (light weight) mesh were reported as seroma (17), hematoma (2), hernia recurrence (5), surgical site infection (1), urinary retention (5), neuralgia (1), hydrocele/hematocele (1). Three readmissions were noted in this group due to large hematoma (1), testicular pain (1) and scrotal swelling (1), with all patients being managed conservatively. Based on their retrospective review the authors concluded the study ¿did not favor the use of lw or hw mesh when comparing postoperative complications or clinical outcomes.¿ this report represents the 3dmax light (light weight) group.